Manufacturer narrative:
Concomitant medical products: dtbb1qq ICD, implanted: (B)(6) 2018; 459888 lead, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.